Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart meter cal code was frozen. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt to obtain additional info. The pt said the issue first occurred on that day at 10:30 am, and the pt called lfs at 10:43 am on the same day. The pt said she felt shaky after the issue occurred and ate food and/or drank beverage. The pt was not tested with another device. The cca noted the frozen cal code issue was resolved. The pt's products were replaced. This complaint is reported because the pt claims she felt shaky and treated herself with food/or beverage after the locked cal code issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.